Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Corrected data: it was noticed on (B)(6) 2020, that the previous report contained the wrong explantation date. The correct date of explantation is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Corrected data: it was noticed on jun 24 2020, that the previous report contained the wrong explantation date. The correct date of explantation is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced an infection. As a result, the patient underwent removal and replacement with mentor memorygel xtra breast implants 620cc, catalog number thpx620, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the right breast prosthesis.